Manufacturer narrative:
The actual device was returned for evaluation. The reporter did not identify the alleged malfunction. Reliability engineering evaluated the device. During visual assessment it was observed that the touchpad malfunctioned. Evidence indicates this was due to mishandling. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that an unknown malfunction was observed on the console device. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.